Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was flattened. Low voltage conductor 4 was extrinsically distorted due to flattening. Low voltage conductor 3 was extrinsically distorted due to flattening. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh 0.014 guidewire was inserted in the lumen of the lead and came to an obstruction at 54.2 cm and 57 cm. The conductors were flattened at 54.2 cm and 57 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the physician was attempting to implant the left ventricular (lv) lead in the coronary sinus.  The physician indicated not being able to insert a 0.014 medium competitor guide wire through the lumen of the lv lead.  The physician removed the lv lead from the patient's body and attempted to insert the 0.014 medium competitor guide wire again however, the guide wire still did not fit.  The lv lead was inspected by physician who reported that a fracture was seen in the lead.  A new lv lead was used that fit the 0.014 medium competitor guide wire.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.